Manufacturer narrative:
Evaluation device summary: medtronic conducted an investigation based upon all information received. It was reported that, during use on a patient, this 980 ventilator displayed a "vent inop" error message and noticed that there was a "smoke-like" odor and visible smoke emanating from this device. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. To solve the issue sp replaced the dc (direct current) - dc converter pcb (printed circuit board), bd (breath deliver) power controller/distribution pcba (printed circuit board assembly) and the primary battery. The ventilator passed all testing per manufacturer specifications and was returned to the customer. One battery was received to medtronic for further analysis. No visible anomalies were found during visual inspection. The analysis showed the ventilator would not accept power from this battery when disconnected from wall power, shutting down the vent, and would not charge the battery when connected to wall ac (alternating current) power. Bq wizard results showed a hardware short circuit or hsc failure. With an hsc (hardware short circuit) failure the battery will not work. The red battery fault indicator was observed. The additional parts have been received and are undergoing testing. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during use on a patient, this 980 ventilator displayed a "vent inop" error message and noticed that there was a "smoke-like" odor and visible smoke emanating from this device. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
H3 evaluation device summary: medtronic conducted an investigation based upon all information received. It was reported that, during use on a patient, this 980 ve ntilator displayed a "vent inop" error message and noticed that there was a "smoke-like" odor and visible smoke emanating from this device. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. To solve the issue sp replaced the dc (direct current) - dc converter pcba (printed circuit board assembly), bd (breath deliver) power co ntroller/distribution pcba and the primary battery. The ventilator passed all testing per manufacturer specifications and was returned to the customer. One battery, bd power controller/ distributor board and dc-dc pcba were returned to medtronic for further analysis. The bd power controller pcba was visually inspected and functionally tested with no malfunction being observed. A visual inspection on the dc-dc board revealed blown c56 capacitor with thermal damage signs. Capa2016-012016 references this issue and the probable system response with the damaged c56 would be loss of ventilation. The analysis also found the returned bd power distributor pcba revealed blown r6 resistor, and the battery had a hardware short circuit (hsc). The cause of the event was isolated to a faulty dc-dc pcba. This issue has an existing internal investigation. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.